Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Four inappropriate bursts of anti-tachycardia pacing (atp) and six shocks were provided for an atrial arrhythmia with rapid ventricular response (rvr). The therapy provided did not convert the rhythm. In addition, the rhythm was accelerated to a faster ventricular tachycardia (vt). No additional adverse patient effects were reported. This ICD remains in service.